Event description:
It was reported that within a day of implant, the atrial lead was found to have dislodged. The lead was repositioned, and remains in use. Following the repositioning, the ventricular lead exhibited a dropped sensed beat every hour. It was suspected that the lead was oversensing, and reprogramming was recommended, along with further monitoring, as the patient is pacing dependent. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead - (B)(6) 2013; enlw1624c82e implantable stent graft - (B)(6) 2012; etbf2516c145e implantable stent graft - (B)(6) 2012; etlw1624c124e implantable stent graft - (B)(6) 2012. (B)(4).